Event description:
It was reported that this inflatable penile prosthesis was removed as the cylinders would not inflating due to fluid loss. A new inflatable penile prosthesis was implanted. No patient complications were reported.